Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, g2.

Event description:
Patient reported right side rupture diagnosed by x-ray. Physician confirms right implant rupture diagnosed by ultrasound. Device remains implanted.